Event description:
A customer reported experiencing a cartridge alarm 20 on their insulin pump four times over the past two weeks during pumping. The customer's blood glucose level was indicated as "high," but the specific value was unknown. To address the high blood glucose, the customer administered a correction bolus via the pump and confirmed not needing third-party assistance. Technical support confirmed the issue and planned to replace the pump; however, the pump was out of warranty, and the customer declined interest in an out-of-warranty loaner pump. The customer plans to use a backup insulin pump to ensure continuity of insulin delivery.